Event description:
A patient reported experiencing inaccurate high results with a meter. The patient's blood glucose results were "high" on the meter versus 132 mg/dl lab. Tests were done within 30 minutes with a difference of 280%. Patient did not experience any adverse events. No further information has been reported.